Event description:
User facility report identified that the pt received an scs lead on (B)(6) 2010. It was reported that the pt's scs lead was removed and replaced on (B)(6) 2011 due to high impedance.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.